Event description:
It was reported that the device failed to charge the installed battery. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center on a test mock-up device and observed its failure to operate on ac or charge the installed battery. The root cause of the reported failure was determined to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and a fuse was open.